Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 1.5mm drill bit broke during hand surgery. Broken drill bit was able to retrieve and no patient consequences. This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 for complaint (B)(4).